Manufacturer narrative:
Debris buildup in the water solenoid, poor water flow regulation, debris buildup in the water supply hose, wrong or missing water filter affecting water quality. Cold solder joints on power supply board. Debris buildup in the handpiece cable. Also found rusted and deteriorated fc and unit needing factory upgrades. Cabinet is cracked. Also received unit opened.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g119 scaler, the insert and handpiece were getting hot; no injury resulted.